Event description:
It was reported that a cartridge alarm occurred during insulin delivery and load sequence. After loading multiple cartridges, the alarm cleared. There was no reported adverse impact to customer's blood glucose. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.